Event description:
Same case as: 2134265-2015-04863 and 2134265-2015-05003. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified left anterior descending (lad) artery. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize and to perform dilation of the target lesion located in the bifurcation of the mid lad and the first diagonal of lad. However, during the 8th pullback, the inner sheath of the imaging catheter became unable to move and the pullback could not be performed. The procedure was completed with a non bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).